Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The data showed that the device completed first and second priming sequences and was deactivated at the end of second prime. The rotational sensor data showed that a false rotational sensor reading resulted in first priming ending earlier than expected and subsequently leading to the firing flat not lining up with the release bar during second prime. This is confirmed as the cause of the device failing to deploy. The commutator cap was observed to be scratched and incorrectly installed. Rerun of the device replicated data abnormalities seen in the original data, however it could not be determined which commutator cap deficiency or deficiencies contributed to the rotational sensor malfunction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide had not moved forward. The pod was not worn.